Manufacturer narrative:
The device was not returned for evaluation, and no pictures were provided. The complaint could not be confirmed, and no root cause could be determined. Broken needles can occur if the customer holds the needle too close to the eye or end point with clamps, and the IFU includes this instruction to avoid breakage. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the resident was suturing using the needle (needle style mayo 1/2 taper) when he noticed that it was accidentally broken. There was a part of needle that was missing in it. The surgeon was called and notified. The xray was called and was performed. Flat plate was also performed after the procedure was done for final imaging."